Event description:
The customer biomedical engineer (biomed) reported that a patient expired after a failure to alarm for an asystole event at their philips information center ix (pic ix).

Manufacturer narrative:
A philips remote applications specialist (ras) spoke with the biomed who stated the patient expired between 02:30pm-03:30pm on (B)(6) 2021. The ras then recommended that a philips field service engineer (fse) be dispatched to assist onsite with gathering the pic ix and bedside monitor logs, and waveforms that show the electrocardiogram (ECG) rhythm with the patient in asystole. Additionally, the ras advised the biomed that the fse can help them determine where an electrical signal would come from, if not from the patient. The biomed stated they did not know if the patient had a pacemaker or a stimulator of any kind. The ras noted the issue occurred in the emergency department (ed), the pic ix hostname is mrmcix39, and the bed number is room5. The ras then reviewed the pic ix logs and found that at 09:30am, the spo2 and arrhythmia alarms were turned off, but advised this would not indicate why an asystole alarm would not have been initiated. The biomed stated they have strips from 02:50am that show the patient asystolic, yet there was an ECG signal that was showing n for normal beats, but it looked like an artifact. The biomed further stated that they had tested the bedside monitor and pic ix with a patient simulator and they both worked as expected, generating an asystole alarm where there was a flatline ECG. While onsite, the fse confirmed the bedside monitor was working as expected and obtained the pic ix logs. The complaint details and pic ix logs were provided to a philips clinical product specialist (cps). Upon review of the data available, it was determined that ECG/arrhythmia alarms were turned off at 09:40am. The pic ix did not malfunction. The failure to alarm for asystole was attributed to the ECG/arrhythmia alarms being turned off at 09:40am on (B)(6) 2021. These findings will be provided to the customer. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer biomedical engineer (biomed) reported that a patient expired after a failure to alarm for an asystole event at their philips information center ix (pic ix).